Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(4).

Event description:
As reported, approximately 6 years and 2 months post initial right total knee arthroplasty (tka), a revision was performed as the liner is part of a recall. The patient had presented with pain and swelling. The surgeon acted quickly to remove and replace the liner. It was noted that the liner showed signs of poly delamination. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear which may have led to the reported pain and swelling. Based on the image provided, there appears to be isolated areas of pitting and/or delamination on the articular surface of the insert. Possible contributions to the damage may have been rotation between the femoral and tibial components and/or the insert being packaged in a non-conforming vacuum bag for over five years. However, this cannot be confirmed because the device was not returned for evaluation, and relevant clinical information was not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.